Manufacturer narrative:
(B)(4). No product malfunction. Evaluation results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that there was no product malfunction. The surgeon changed their mind. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens. The surgeon ordered two different sizes for this pt. Once the surgeon inserted the lens into the eye, the surgeon then decided to use other different size instead. The incision was not enlarged, one suture was used to close the wound. No product malfunction. Surgeon changed mind.